Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose was 75 mg/dl at the time of incident but went down to 49 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor error and customer indicated that he takes a shower with the sensor on all the time. Customer was advised to change out sensor and that a replacement sensor will be provided.